Event description:
The customer reported a collimator iris potentiometer error messages. This message will result in a no boot situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.